Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-10-8 device of lot number c1373751 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the complaint device was advanced over a piolax revowave wire guide, of 0.035¿ diameter. Predilation and a sphincterotomy were conducted prior to this occurrence. The complaint device was advanced through an olympus tjf endoscope. The target location was between the right anterior segment branch and common bile duct. Resistance was encountered when advancing the wire guide through the obstructed area, but the delivery system did not encounter such resistance. The complaint device was not advanced through a previously placed stent. No portion of the device detached and remained in the patient. The procedure was completed with a new device (8mm x 8cm stent). On evaluation of the returned device, it was observed that the flexor had separated from the handle at the white connector cap. The flare at the proximal end of the flexor was distorted, where it had pulled through the white connector cap. The flexor length was measured as 201cm, which was within specification of 200cm +2/-1cm. ¿fish mouth¿ damage was observed on the distal white tip, which could have occurred as the device was advanced through the tortuous anatomy. A bend was observed in the distal end of the flexor, where the flexor would have exited the endoscope elevator. The device was flushed without issues. A new 0.035¿ diameter wire guide was advanced through the device, with slight resistance encountered. It was observed that the red safety tab was not returned with the device. The engineers were able to successfully release the stent. The stent was measured as 8cm long, with no damage evident. There was no evidence of manufacturing defects on the device. Complaint is confirmed as the failure was verified in the laboratory, as the flexor was observed separated from the handle. As confirmed by the product development engineers, a likely causes for this occurrence could include insufficient strength in the flexor, which could prevented the flexor withstanding the forces during deployment. In addition, the customer reported that the patient's anatomy was tortuous. A difficult patient anatomy could also have caused or contributed to the flexor separating from the handle. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause for this occurrence cannot be determined. There is no evidence to suggest that the customer did not follow the product packaging insert. It may be noted that a project has been initiated to prevent the reoccurrence of outer sheath separation from the handle. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1373751. According to the initial reporter, the patient did not experience any adverse effects, and did not require any additional procedures due to this occurrence. The procedure was completed with another device. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A male patient who had pancreatic body cancer underwent bile duct stent placement through the endoscope. Zilver 635 biliary self expanding metal stent was planned to place between right anterior segment branch and common bile duct. The patient's anatomical forms were suitable for the procedure. The delivery system was advanced through papilla to the target lesion. There was tortuously more or less, but the delivery system had passed through the stenosed lesion smoothly without any resistance. At the deployment, there was not seen any resistance, however, snapping sound was heard right after the initial movement. Then, it was confirmed that the outer sheath got separated from the handle of the delivery system. Since the stent was not deployed at all, entire delivery system was removed from the patient's body. Since the same size of the stent was not available, it was replaced with another size of zilver (8mmx8cm). Regarding replacement device, there was no problem during deployment and complete the procedure. There have been no adverse effect to the patient reported.